Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there was leakage on the air hose. It was also noted that there was corrosion between the motor a. O and the motor sleeve. The head was also damaging the sampling area. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event. It was determined that this report was already filed on (B)(4). Please see associated reports: 0001526350-2017-00790, and 0001526350-2017-00790-1.